Event description:
The distributor contacted stryker to report that their device would not change the voice prompt language from english. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer was sent a replacement device to resolve the issue. Stryker determined that the customer received their devices as ordered with the primary language configured to japanese and the secondary language configured to english-international. The customer changed this configuration via lifenet to modify the secondary language, english-international to english-us. When the language configuration change was implemented on the cr2 device, the configuration replaced the primary language, from japanese to english-us. This device was archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted stryker to report that their device would not change the voice prompt language from english. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.